Event description:
It was reported by the rep that (3)dcd32 and (1)fdc10 device were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the 511d from flex tray fdc10 caused black sheathes on (3)separated dcd32 the 5mm instruments to be shreded. The surgeon removed pieces of the sheaths and completed the case. There was an extended or time.